Event description:
Information was received in aug-2005 from a physician via a pharmacist regarding a patient, who experienced significant knee swelling, knee pain, and knee effusion. The pt began treatment with synvisc on approximately jul-2005. The patient received one injection of synvisc into an unknown knee on approximately in jul-2005. Pt experienced significant swelling and pain after the injection. The knee was drained. Synvisc therapy was stopped. At the time of this report, the patient's outcome was unknown. A causality assessment was not provided. Additional information was received in aug-2005 from the physician. The pt had a medical history of left knee gonarthrosis. The pt received one injection of synvisc into the left knee in jul-2005. A week later, pt contacted the physician and reported pain, swelling and effusion. Same day, the physician made a puncture and collected 50cc of fluid. The results of the culture were negative, neutrophils present. In 18 jul-2005, the physician collected 35cc of fluid: culture negative, neutrophils increased. Seven days later, the physician collected 60cc of fluid: culture negative, neutrophils 22,200. On that same day, the physician administered an intra-articular injection of 60mg triamcinolone into the left knee. About two weeks later, the patient's status was improved but the events were not yet resolved. The physician did not provide the relationship between the events and synvisc. At the time of this report, the patient had not yet recovered.